Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device delayed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation. The reported problem was observed in the device history logs; however, the device was put through extensive testing including full functional testing, multiple defib charge testing and defib cycling, without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device took an extended time to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.